Manufacturer narrative:
The sample was not returned. Testing could not be performed. With no additional, related information provided, the reported event was not able to be confirmed. Based upon the information obtained, the root cause of the reported event cannot be determined. A check of the batch production record for this lot showed no unusual manufacturing issues. A check of the complaint records showed no other complaints against this lot. A check of confirmed complaints for regulators with low or no flow showed no complaints since the beginning of 2015. Based upon the information obtained, the root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console didn't expand properly. Procedure details and patient impact were not reported. Additional information has been requested. Additional information received clarifying that the patient had retinal detachment to left eye for which patient approved to proceed with pneumatic retinopexy patient also had barricade laser due to horseshoe retinal tear. After surgery patient was evaluated and it was identified that perfluoropropane(c3f8) did not expand as planned. Patient then decided to proceed with pneumatic retinopexy again with sulphur hexafluoride (sf6) and patients vision had improved. Patient was again re-evaluated in which patient was recommended vitrectomy to release traction that the vitreous was exerting on the retina. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).